Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information states that there were continued episodes of post-paced t-wave overseeing on (B)(6) 2020. Programming changes were discussed. No patient symptoms were reported.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The cardiac resynchronization therapy defibrillator exhibited nonsustained ventricular oversensing due to post-paced t-wave oversensing on the ventricular channel, observed on stored egm. The patient did not receive therapy during the oversensing. Programming changes were discussed.